Manufacturer narrative:
The customer's report was duplicated at zoll medical corporation and attributed to a faulty discharge button. The internal handles were scrapped at zoll. A replacement will be sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device failed to discharge using these internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.